Event description:
It was reported that the pt underwent a sling procedure in 2006, as part of a clinical study. Beginning two months later, the pt began experiencing worsening stress urinary incontinence of moderate severity. The pt has also reported a decrease in orgasm intensity. The physician plans to perform collagen injections to treat the stress urinary incontinence.

Manufacturer narrative:
Conclusion: there is no reason to believe the decreased orgasm intensity is device or procedure related. With regards to stress urinary incontinence, the mode of failure can vary, including technique failure, pt factors such as immediate postoperative physical activity or illness, or rarely, device failure. The exact cause of failure in this case cannot be determined.